Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer was pressing the act button while refiling the reservoir, but the pump did not slow down, nor did the number pop up. The customer states all the insulin came out. The customer's blood glucose level was 94mg/dl. The customer states insulin was squirting out during manual prime process. Troubleshoot was conducted. The customer was advised the insulin squiring out was caused due to vents being blocked on the reservoir. The mother states the customer's levels had been as high as 400mg/dl. The mother changed out the site and treated with manual injection. The customer was advised that as a courtesy, the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No ramping numbers noted on the display. All operating currents tested within the specification range and passed off no power test. No moisture damage was noted on the electronics assembly. The pump was received with cracked reservoir tube lip and minor scratches on the display window noted.